Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide catheter extension: 6 french guideliner. Stent: 2.25x15 xience alpine. Evaluation summary: the device was returned for analysis. The reported material deformation was confirmed. The reported difficulty to remove was unable to be replicated in a testing environment due to the condition of the returned device. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information provided, visual and dimensional inspection of the returned device, the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a 2.25x15 xience alpine was deployed in the proximal left circumflex (lcx) coronary artery without incident. Another 2.25x15 xience alpine stent delivery system (sds) was advanced, but unable to cross the predilated lesion in the mildly tortuous, moderate to heavily calcified distal lcx. The failure to cross the lesion was due to anatomy. The sds was retracted from the anatomy but resistance was met with the 6 french guide catheter extension. The sds was successfully removed from the guideliner, but a stent strut became lifted due to the interaction with the guide cath extension. The procedure was completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.